Event description:
It was reported that the device touchscreen is not responsive. Additional information received that indicated the type of lighting in the room was fluorescent. The customer was unable to interrupt the display issue. No patient incident reported.

Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on but the touchscreen was not responsive. The unit provided pulse tones and audible alarms. The touchscreen assembly was replaced and the unit functioned as designed.